Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(6) 2016, that on (B)(6) 2016, the receiver displayed an error "hwbat" . Reportedly, the patient is a pediatric under 2 years of age using a receiver. No additional patient or event information is available. Labeling indicates: the dexcom g5 mobile system is indicated for detecting trends and tracking patterns in persons (age 2 years and older) with diabetes. The system is intended for single patient use and requires a prescription. No product or data were returned for evaluation. The complaint could not be confirmed. A root cause could not be determined.